Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4).

Event description:
It was reported that during a stent placement procedure for treatment of a stenosis in the left sfa via cfa access, the vascular stent could not be deployed by using different deployment methods. The device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device the grip shell components were found to be separated at the distal end due to the breakage of a grip shell connection component. During the performed function test, the delivery system could be flushed successfully and the stent could be released easily by using different deployment methods independently. For this reason, the reported deployment failure could not be confirmed. The result of the sample evaluation leads to the conclusion that the breakage of the grip component occurred as a consequence of high force. The haptical and audible feedback of this breakage may have caused the user to abort the procedure and to use another product. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy or insufficient flushing of the device leading to increased handling force and subsequent breakage. Reportedly, the tracking path was not tortuous but a little calcified and the lesion had been pre-dilated. No introducer sheath was used during the procedure which may be another contributing factor to increased release force. The event also may be related to improper transport, storage of the device, or rough handling of the system during unpacking or preparation. On the basis of the evaluation of the sample and the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Event description:
It was reported that during a stent placement procedure for treatment of a stenosis in the left sfa via cfa access, the vascular stent could not be deployed by using different deployment methods. The device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.